Event description:
It was reported that the patient was experiencing pain at the battery site. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient is good postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: 5001646. Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: 5001650. Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: "persistent pain at the ipg or lead site." Is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain at the battery site. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient is good postoperatively. The explanted device was not returned.